Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The december 2015 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "catheter leaked - removed." No adverse trend was identified. No damage or defects were noted on the returned, used catheter. When a 10ml syringe was used to flush the device with cleaning solution, the device flushed easily. A guidewire was then fed through the valve and removed by pulling back through the valve. No obstructions were encountered. When primed and clamped at the distal end, an attempt to inject fluid was unsuccessful, confirming no leakage in the catheter. Dimensional measurements taken of the catheter tip i.d. And o.d. Were found to be within specification. The reported issue was unable to be confirmed, nor can the root cause be determined, as the returned sample was found to be visually and functionally acceptable. Potential contributing factors may include the end user not securing the end cap during routine catheter maintenance or during catheter care as described in the directions for use. Manufacturing process controls for the PICC device include 100% visual inspection for molding defects, and a guidewire insertion test to verify lumen patency. In addition, all catheters are 100% leak tested after the guidewire verification. (B)(4).

Event description:
As reported, PICC was remove and replaced 4 days after initial insertion due to leakage (frequent dressing changes) noted at the insertion site. Trouble shooting was performed (flushing with normal saline) and clear fluids were noted coming out from the site.